Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6). The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek meter with an unspecified serial number compared to an unknown laboratory method. The result from the laboratory at 9:30 a.m. Was 5.1 inr. The results from the meter were 8.0 inr at 10:30 a.m. And 8.0 inr at 10:35 a.m. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The customer feels well. The customer had a strong case of gastrointestinal flu until (B)(6) 2019.